Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/114) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/114) there were no additional similar complaint(s) reported for the reported failure "melted"and the reported lot number. A review of the product complaint trend data was performed for the months of 18-jun-2020 to 18-may-2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10 /114/22) the device was returned to the factory for evaluation on 06/01/2021. An investigation was conducted on 06/03/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. Blood was also observed on the harvesting handle. The gray silicone insulation on the cold jaw was observed to be detached from the base to the middle of the cold jaw. The detached silicone insulation was returned for evaluation. The heater wire was observed to be intact; no visual defects were observed. No visual evidence of melting was observed on either the hot or cold jaws. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed and not confirmed for the reported failure "melted".

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh3500, during the branch ligation phase of harvesting the coating covering the jaws of the cutting device melted and broke off. The small piece of coating from jaw of the cutting device was retrieved. That cutting device and the small piece of coating was set aside off the operative field and the harvester requested a new hemopro2 kit to finish the case. Harvester was able to finish the case with a successful vein harvest and no harm to the patient. No procedural delay incurred. No additional incisions required.